Manufacturer narrative:
The device was not returned to boston scientific, crm for analysis. Boston scientific, crm will provide add'l info if it becomes available.

Event description:
Boston scientific crm received info that this device system, including the right ventricular (rv), left ventricular (lv) and competitor right atrial (ra) leads, was explanted due to an infection, which reportedly affected an unspecified lead. A procedure was planned to implant a new device system on the opposite side. However, add'l info confirmed that the pt expired for an unk reason approximately five days following the explant procedure. The explanted products were retained by the hospital.